Event description:
Upon insertion at l3-4 the cage was implanted using the customer inserter. The cage was placed 3/4 of the way in the disc space and the threaded part of the cage which attaches to the inserter shattered. The cage could not back our or advance. He used drills to burr the cage out, once he did that and removed the broken cage he tried another cage of the same size and same inserter and again the same thing happened. Implant broke upon inserter and was not fully seated in the disc space. The cage was impacted too far and the implant went through the disc space. The pt had to be flipped to retrieve it from the other side. A smaller cage size was inserted with the old inserter with no issues or complications."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis, labeling review and risk assessment. Results: after visual inspection the returned cage was found to be severely damaged. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: 14 previous records have been rec'd. The investigations into past complaints concluded that the failures were the result of cantilever forces being applied to the aria implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Labeling review: aria surgical technique recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". Risk assessment: the reported event resulted in a delay in surgery of 2.5 hrs and a second surgical. Conclusion: the cage failure is believed to be the result of user-error.